Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2016 with the following findings: evaluation revealed a dim, faded, discolored display. Unrelated to this issue, investigation revealed that the audio bolus button cover was damaged and punctured.

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/02/2016.